Event description:
This report is submitted as the actuator knob and inner assembly separated out of the delivery catheter during deployment. Although there was no adverse patient effect, component separation during deployment has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 2-3. The clip delivery system (cds) was prepared per the instructions for use (IFU) without any noted issues. The cds was inserted and advanced. After successful grasping of the leaflets, the actuator knob of the delivery catheter (dc) was turned 8 times counter-clockwise without unusual resistance. The arm positioner was in neutral, and there was no unusual resistance noted when the arm positioner was turned, while closing the clip. The actuator knob was then retracted and the clip was deployed; however, during this maneuver, the actuator knob and inner assembly came completely out of the dc. There were no anomalies noted by the physician during deployment. The dc handle was translated to release stored torque and the sleeve was never curved more than 90 degrees. It was further noted that during the final mitraclip positioning to orient the clip, the dc handle was turned; however after leaflet grasping, the dc handle was not turned. The clip was successfully deployed and the mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The clip delivery system (cds) was returned with the proximal end of the mandrel with actuator knob and the inner assembly exposed (retracted) through the arm positioner, therefore, the reported complaint was confirmed. The actuator knob was confirmed to be intact and attached to the release crimper. The release crimper was threaded onto the crimping cam and could not be manually unscrewed from the crimping cam assembly. The release crimper and crimping cam assembly was intact and undamaged. The actuator coupler was confirmed to be attached to the mandrel. No damage was noted to the coupler. The mandrel was bent from the distal end of the actuator coupler. The noted bends on the mandrel were likely from due to post procedure handling / shipping as no issues with clip actuation or deployment were reported. Potential causes for detachment of device component (cds component detachment) can include, but are not limited to, user technique/procedural conditions (user turning the actuator knob in incorrect direction, resulting in a break of the actuator assembly) or manufacturing anomalies (loose release crimper/crimping cam assembly resulting in the actuator knob and the inner assembly able to detach from the cds). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections. With respect to the procedural conditions and/or user technique, the detachment of the device component may be influenced by the user turning the actuator knob in clockwise (incorrect) direction, resulting in actuator coupler breaking from the mandrel, and the mandrel able to be retracted fully from the proximal end of the cds. In this case, although it was reported that the actuator knob and inner components completely came out (detached) from the cds, this is consistent with the assembly being retracted following clip deployment, and is consistent with normal use and manufacture of the device. Based on the information reviewed, the reported detachment appears to be related to procedural conditions / user technique. A review of the device history record revealed no non-conformances for the lot. Additionally, a review of the complaint handling database indicated there have been no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.